Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had product performance issues. Additional information indicated that this right ventricular (rv) lead exhibited high threshold. This rv lead was surgically abandoned. No additional adverse patient effects were reported.